Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient says he went in diabetic coma several times in the last month. The patient had hypoglycemia of 34 mg/dl, was rescued by emergency medical staff, was in medical center from 11:45 a.m. To 02:00 p.m. The patient explains that it happened several times in the last month because of air bubbles in the cartridge caused by the pump. Pump requested for investigation.